Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): distal conductor fractured. Full lead in segments returned and analyzed. Additional findings of several conductors blood/body fluid (not obstructed), inner tubing kinked/buckled, outer insulation cosmetic cut and depression, helix distorted bent and blood in/on helix mechanism.

Event description:
It was reported that the patient's ventricular lead had an apparent fracture. The lead was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient's ventricular lead had an apparent fracture. The lead was removed and replaced. No patient complications were reported as a result of this event.